Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of fluid found within the cassette compartment. There were (no) visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The cycler underwent and passed a voltage check and patient sensor check. The simulated treatment post-accelerated stress test 2-hour 15-minute 8500 ml test failed. During treatment, the cycler alarmed with make sure heater bag is on heater tray and unclamped caused by a clogged filter. The treatment was continued for further testing. The cycler was turned on/off during treatment to test the power fail recovery feature and it worked as expected. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing of the cassette inside the door of their cycler during pd end treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. The patient reported that the cycler was rebooted, and they encountered a power fail recovery failed message. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler, specifically the pump module and safety clamp. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing of the cassette inside the door of their cycler during pd end treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment. The patient reported that the cycler was rebooted, and they encountered a power fail recovery failed message. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler, specifically the pump module and safety clamp. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. Additional information was requested, however; to date has not been provided.